Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was not reaching the patients targeted pain area on her back. Patient underwent a revision procedure to place an additional lead. Post-operatively the patient is getting more coverage in her back area.

Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention.

Event description:
It was reported that stimulation was not reaching the patients targeted pain area on her back. Patient underwent a revision procedure to place an additional lead. Post-operatively the patient is getting more coverage in her back area.